Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Alerts were declared on (B)(6)2024 for the voltage too low for the projected remaining capacity, and on (B)(6)2024 for long charge times of 45 seconds and for the battery capacity depleted. These alerts were discovered at the patient's in-office device check in (B)(6) 2025. No alerts had been present at the previous follow up in (B)(6) 2024. Device data was submitted to technical services for review. Engineering evaluation confirmed the device had reached end of life (eol) battery status due to charge times exceeding 30 seconds. A detailed analysis of the data was not possible due to the limited data stored at eol. It was recommended to replace the device and return it for laboratory analysis. Technical services discussed that if the patient had undergone a magnetic resonance imaging (MRI) scan, they should perform a capacitor reformation up to four times, to see if the device would revert to normal operation. If not, they should proceed with replacement. It was later reported that the manual capacitor reformation was performed four times as recommended by technical services, but the device did not recover to normal operation. The battery was confirmed to be depleted and replacement was again recommended. However, at this time the patient has refused to undergo the replacement procedure and further discussions between the patient and physician are ongoing. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Alerts were declared on (B)(6) 2024 for the voltage too low for the projected remaining capacity, and on (B)(6) 2024 for long charge times of 45 seconds and for the battery capacity depleted. These alerts were discovered at the patient's in-office device check in (B)(6) 2025. No alerts had been present at the previous follow up in (B)(6) 2024. Device data was submitted to technical services for review. Engineering evaluation confirmed the device had reached end of life (eol) battery status due to charge times exceeding 30 seconds. A detailed analysis of the data was not possible due to the limited data stored at eol. It was recommended to replace the device and return it for laboratory analysis. Technical services discussed that if the patient had undergone a magnetic resonance imaging (MRI) scan, they should perform a capacitor reformation up to four times, to see if the device would revert to normal operation. If not, they should proceed with replacement. It was later reported that the manual capacitor reformation was performed four times as recommended by technical services, but the device did not recover to normal operation. The battery was confirmed to be depleted and replacement was again recommended. However, at this time the patient has refused to undergo the replacement procedure and further discussions between the patient and physician are ongoing. No adverse patient effects were reported. The device remains implanted. Additional information was received indicating this device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This correction report is being submitted as the field b1 adverse event/product problem was inadvertently left blank in the previous submission. This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Alerts were declared on (B)(6) 2024 for the voltage too low for the projected remaining capacity, and on (B)(6) 2024 for long charge times of 45 seconds and for the battery capacity depleted. These alerts were discovered at the patient's in-office device check in (B)(6) 2025. No alerts had been present at the previous follow up in (B)(6) 2024. Device data was submitted to technical services for review. Engineering evaluation confirmed the device had reached end of life (eol) battery status due to charge times exceeding 30 seconds. A detailed analysis of the data was not possible due to the limited data stored at eol. It was recommended to replace the device and return it for laboratory analysis. Technical services discussed that if the patient had undergone a magnetic resonance imaging (MRI) scan, they should perform a capacitor reformation up to four times, to see if the device would revert to normal operation. If not, they should proceed with replacement. It was later reported that the manual capacitor reformation was performed four times as recommended by technical services, but the device did not recover to normal operation. The battery was confirmed to be depleted and replacement was again recommended. However, at this time the patient has refused to undergo the replacement procedure and further discussions between the patient and physician are ongoing. No adverse patient effects were reported. The device remains implanted. Additional information was received indicating this device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.